Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the rv impedance measurements were greater than 2000 ohms. A surgical revision was performed and the non-boston scientific rv lead was not tested via the pacing system analyzer (psa) prior to explanting the lead. No additional adverse patient effects were reported. The device remains in service with a new lead with no further issues noted.